Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was an attempted implant due to conductor wire was pulled out when the physician was suturing the first layer. The lead was never in service. No adverse patient effects reported.